Event description:
The customer stated the architect analyzer generated a falsely elevated troponin result on one patient. The initial troponin result on (B)(6) 2013 was 0.64ng/ml (customer uses normal range of </=0.05ng/ml). The patient was admitted to the hospital after the initial high troponin result was reported. The hospital treated the patient with topical nitro paste, but there was no change to her condition. Eight hours later the patient was redrawn and retested and the troponin level was 0.01ng/ml. All other cardiac treatment, including an echo, were cancelled and the patient was discharged after 12 hours.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer observed a discrepant patient result, while using architect stat troponin-I, list 2k41-27 lot 08888un13. A review of customer complaints received to date did not identify an increase in complaint activity related to discrepant patient results. Accuracy testing was completed using retained kits of reagent lot 08888un13. All acceptance criteria were met, which indicates the product is performing acceptably. A review of the architect stat troponin-I package insert shows adequate instructions for addressing discrepant and imprecise results. However, the complaint text indicates a serious injury (nitro paste) was started following the initial false elevated result. The customer was directed to the limitations of the procedure section, of the architect stat troponin-I reagent package insert which discusses troponin levels and symptoms. There was no malfunction identified, since review of the complaint text indicated that the customer did not centrifuge the sample appropriately. The bd vacutainer's package insert provides the following centrifugation recommendations: the 13mm bd pst tubes should be centrifuged for 10 minutes at 1100 to 1300 g, which is equivalent to a minimum g-minutes of 11,000. The customer's parameters provided for their centrifuge were calculated as: 4 minutes at 1885 g (3000 rpm), which is only equivalent to 7,540 g-minutes. It was noted that the customer's g-minutes is below the tube manufacturer's recommendation. Based on the evaluation it was determined that the stat troponin-I reagent lot is performing acceptably and no deficiency was identified.